Event description:
Approximately 5 minutes after the start of therapy the nurse observed conjuntival and facial hyperemia the patient complained of chest tightness. There were no abnormal neurological manifestations. Vital signs were stable. An initial bolus of heparin: 1000ui. Hourly: 1000ui were ordered. Therapy was stopped and the machine was put into a recirculating mode for 20 minutes. The patient was reconnected at a lower flow rate and the patient experienced the same signs and symptoms. The nurse observed bubbles in the dialyzer, therapy was stopped and the dialyzer and the blood lines were changed. The patient was reconnected and experienced no further signs or symptoms. No other interventions were required. The patient outcome was good. This is a female patient who started hemodialysis in 2009. Currently, she is in a very good general condition. The patient is not diabetic, but is on enalapril 20mg tid. No alarms were noted at the time of the event. This is not a reuse dialyzer. The actual dialyzer was discarded, however, a companion sample of the same lot number is available. The last scheduled maintenance on the hemodialysis machine was performed in 2009. The most recent bacterial test was performed 6 weeks later, and the results were negative.

Manufacturer narrative:
The manufacturer, nipro, provided results of a batch review and retention sample review. The summary indicates: the manufacturing records, process inspection records and release inspection records of the lot number concerned were reviewed, and no abnormality was found. The retained samples of the lot concerned were primed at bfr 100ml/minute, and then air was applied to them under flooded condition for the implementation of the leak test. The result showed no fiber leak.

Manufacturer narrative:
The actual sample was discarded, however a companion sample of the same lot number is available and has been requested to be returned for evaluation. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Discordant chloride results were obtained on an advia 1800. After a physician questioned 3 reported chloride results, all chloride results, about 400, run in the same time period, were rerun after the machine was serviced. Of the 400, 129 corrected results were issued. There were no reports of patient intervention or adverse health consequences due to the discordant chloride results.

Event description:
It was reported that the device was explanted after an implant duration of approximately 102.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Initially, information was received that companion samples were available for evaluation, however, it was later determined that the actual sample was discarded, and no companion samples were available.